Event description:
Reporter alleged obtaining high blood glucose monitoring device results and scheduling a visit with the doctor to obtain a lab conparison which was a lower result. Reporter stated her device result was 289 mg/dl and lab result was 122 mg/dl. Reporter indicated the last three results in her device memory were 307, 343, & 268 mg/dl and that normal medications were not taken as usual nor were normal food and drink consumed on the day of the alleged incident. Reporter stated no controls were used as well as not receiving treatment. A request was made for the return of the suspect device and replacement product was sent.